Event description:
A customer obtained a non-reproducible, higher than expected vitros trop I es result from a patient sample while using the vitros 3600 immunodiagnostic analyzer. A vitros tropi es result of 0.070 ng/ml was initially obtained vs. A correct result of <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tropi es result was identified before it was reported from the laboratory. There was no allegation patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result occurred while using the vitros 3600 system. Investigation concluded an instrument issue was the most likely assignable cause. Relevant data log files from the system were reviewed and vitros tropi es precision testing was performed which demonstrated the vitros 3600 system was not performing optimally. An ocd field engineer performed service actions on multiple analyzer subsystems to optimize the system's performance. Following these actions, the system performance was verified by performing a vitros tropi es precision test. The investigation also confirmed that the sample involved was not processed in accordance with the sample collection device manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.